Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4). The catheter was returned without documentation, and analysis confirmed a malformed seal with the sc connector.

Event description:
Catheter returned without documentation.